Event description:
Information was received indicating that this ambulatory infusion pump exhibited a motor error. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump pole clamp was stuck. No adverse patient effects were reported.